Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. The recipient has been reimplanted but device has not been received yet. This is a combined initial and final report.

Event description:
During reprogramming of the implant in (B)(6) 2022 in situ measurements showed affected channels. The user was re-implanted.